Manufacturer narrative:
Evaluation summary: the defect parts replaced. Correction information g6: follow up #1 h2: type of follow up h4: device manufacture date h6: coding changed based on the investigation result

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Led disappearing by angulation, led wire broken. This event occurred at the time of during inspection. There was no report of patient harm.